Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the unspecified bd intima-ii¿ closed IV catheter system was found split when opening the packaging. The following information was provided by the initial reporter, translated from chinese: "after opening the packaging of the indwelling needle, a split is found at the tip of the plastic catheter tube. It was replaced and reported immediately."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1260484. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the tip of the unspecified bd intima-ii¿ closed IV catheter system was found split when opening the packaging. The following information was provided by the initial reporter, translated from chinese: "after opening the packaging of the indwelling needle, a split is found at the tip of the plastic catheter tube. It was replaced and reported immediately."